Event description:
"Caregiver noted blood on clothing and upon checking IV access device, caregiver noted the extension set had come apart and the blood was coming from the IV device". This complaint was reported by an anonymous reporter through medwatch # 1019881. No other info was provided. Pt's condition is unknown.